Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed quik-combo therapy cable assembly at the failure analysis center and determined the cause of the failure to be a broken pin (1).

Event description:
It was reported that the device failed to detect a patient connection via the therapy cable. The ems crew responded to a call and found the patient breathing upon arrival. Within approximately one (1) minute, the patient was witnessed going into a ventricular fibrillation (vf) cardiac arrest. According to a 4-lead ECG analysis thru the ECG cable, the patient was in a vf cardiac arrest for less than ten (10) seconds and then went into pulseless electrical activity (pea), the crew did not retrieve an automated external defibrillator (AED) as the patient was not in a shockable rhythm and did not require defibrillation. The patient was pronounced deceased. After the event, the customer noticed a pin from the quik-combo therapy cable assembly stuck in the corresponding therapy connector and removed it with a pair of plyers. The health professional at the scene reported that the failure did not have any adverse effects on the patient. Physio-control's clinical specialist review of the reported event also determined that the device use did not contribute to the patient outcome.